Event description:
It was reported that t:slim x2 pump housing was damaged around usb port and pins, which impacted ability to charge pump and led to pump shutdown, though customer was unsure how damage occurred and described it as normal wear and tear. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before returning it, and to reenter pump settings into replacement device, and tandem technical support ultimately arranged shipment of replacement pump after confirming warranty status and address.